Manufacturer narrative:
On 07-oct-2025: product investigation results: complained product received. User handling was identified as root cause for the complaint.

Event description:
Brush head getting loose in mouth. Head shaft does not remain secure - oral-b toothbrush [device connection issue]. Brush head metal retaining tip had broken off - oral-b toothbrush [device breakage]. Case narrative: consumer e-mail stated that while brushing their teeth, the removable brush head had become loose. Upon removal, it was revealed that a part of the metal retaining tip had broken off, and as a result, the brush head shaft no longer remained secure. No injury was reported. Follow up: concomitant product updated. Follow up - product investigation result on 07-oct-2025: no manufacturing cause or design issue was identified based on the investigation.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head getting loose in mouth...head shaft does not remain secure: oral-b toothbrush [device connection issue]. Brush head metal retaining tip had broken off: oral-b toothbrush [device breakage]. Case narrative: consumer e-mail stated that while brushing their teeth, the removable brush head had become loose. Upon removal, it was revealed that a part of the metal retaining tip had broken off, and as a result, the brush head shaft no longer remained secure. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return h3 other text : pending investigation.

Event description:
Brush head getting loose in mouth...head shaft does not remain secure - oral-b toothbrush [device connection issue] brush head metal retaining tip had broken off - oral-b toothbrush [device breakage] case narrative: consumer e-mail stated that while brushing their teeth, the removable brush head had become loose. Upon removal, it was revealed that a part of the metal retaining tip had broken off, and as a result, the brush head shaft no longer remained secure. No injury was reported. Follow up : concomitant product updated.